Manufacturer narrative:
Additional information related to the product information was obtained and it was determined that the lens is hydroview 1.0. Therefore, FDA exemption e2008011 is applicable to this reported issue.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Lens will be explanted due to presumed calcification 17 years after implant. Additional information has been requested but has not been received.